Event description:
It was reported that cgm showed error message 42 during sensor use and that cgm had not been paired to pump since the error occurred, with no other alerts or alarms reported in device histories. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to reset pump and re-pair ongoing sensor session, technical support guided customer through complete pump reset, and after reset no further cgm errors occurred and customer successfully restarted sensor session, with advice to contact support promptly if future issues arose.